Event description:
It was reported that the pta balloon was difficult to deflate in the left sfa; however, the balloon ultimately deflated and was retracted without incident. Another pta balloon dilatation catheter was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway.